Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a leak and air ingress occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected. During the procedure, while the farawave catheter was being loaded into the faradrive sheath, the physician pulled air bubbles through the faradrive sheath side port. The physician stated that they were seeing much more air than usual. The sales representative agreed, and then the sales representative began to guide the physician through troubleshooting methods to identify what was responsible with the faradrive sheath. The troubleshooting methods included removing the farawave catheter, then placing a finger on the port seal and on the butt of the sheath. Pulled fluid, and no bubbles noted. Then without a finger covering the port, fluid was pulled, and air bubbles were present. During this event, there was a small amount of fluid leak noted and a substantive amount of air visible. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
B5: describe event or problem- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a leak and air ingress occurred. During an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected. During the procedure, while the farawave catheter was being loaded into the faradrive sheath, the physician pulled air bubbles through the faradrive sheath side port. The physician stated that they were seeing much more air than usual. The sales representative agreed, and then the sales representative began to guide the physician through troubleshooting methods to identify what was responsible with the faradrive sheath. The troubleshooting methods included removing the farawave catheter, then placing a finger on the port seal and on the butt of the sheath. Pulled fluid, and no bubbles noted. Then without a finger covering the port, fluid was pulled, and air bubbles were present. During this event, there was a small amount of fluid leak noted and a substantive amount of air visible. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that there was not an obvious damage observed in the luer during the issue, but leakage was noted originating from the hemostatic valve. Sales representative observed a potential damage in the hemostatic valve relating to the event. Air was seen when physician was pulling air from the sheath as the farawave catheter was inserted into the sheath. The reported issue was that the air never stopped coming, but no air was observed in the patient and no complications were presented. Air was also observed in the flush line, syringe and sheath shaft.